Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: during ventilation, hospital staff says that they were getting constant exhalation obstructed alarms, and they could not be cleared. Patient had to be removed from the device and placed on another. Says they tried different expiratory valves, but issue remained.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: during ventilation, hospital staff says that they were getting constant exhalation obstructed alarms, and they could not be cleared. Patient had to be removed from the device and placed on another. Says they tried different expiratory valves, but issue remained.